Manufacturer narrative:
According to the customer's spouse on (B)(6) 2026, "during my wife's morning shower, the real left leg broke off the chair, causing her to fall backwards. She got up slowly and did her best to finish her shower in a standing position". The contact stated the user has some soreness but generally ok. No medical intervention, serious injury, or follow-up care has been reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer's spouse on (B)(6) 2026, "during my wife's morning shower, the real left leg broke off the chair, causing her to fall backwards. She got up slowly and did her best to finish her shower in a standing position"